Event description:
A (B)(6) distributor contacted zoll customer support to report that monitor sn (B)(4) was being returned due to receiving service code 107- multiple abnormal shutdowns. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107) has been confirmed. As received, the monitor was able to properly detect and treat. However, upon evaluation, the monitor was experiencing abnormal shutdowns was likely due to a defective computer analog (ca) board. The cause of the defective ca board was due to a defective u104 (pxa) arm processor. A root cause of the defective u104 component was unable to be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.